Event description:
Per repair statement, the unit has alarming or red light. The key failure was the sieve beds were defective. Additional malfunctions were the zip tie for the sieve beds were replaced, the heat exchanger for the compressor was leaking, the clamp on the manifold was replaced, the manifold was contaminated, the muffler for the manifold was contaminated, and a rebuild kit was used on the compressor because it was noisy.